Event description:
It was reported that after disconnecting the infusion set to shower and reconnecting, the ilet bionic pancreas displayed no pump readings while paired with a dexcom g6 continuous glucose monitor (cgm); during the call, sensor data resumed and blood glucose was not affected. No clinical signs, symptoms, or conditions were reported. Outcomes included no functional impairment beyond transient loss of display data and no need for medical intervention. User support included troubleshooting and education regarding signal loss. Investigation of this case revealed a transient communication interruption between the cgm and the system with recovery during the call, with no alerts or alarms and no device malfunction confirmed. It was concluded, based on previously established findings for similar reports, that the cause was likely user and environmental factors related to temporary disconnection and signal acquisition.